Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to update additional information in sections a1, a2, a3, b4, b5, d6, g3, g6, g8, h2, and h11.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the patient underwent a right-side revision of a total knee arthroplasty with the replacement of the tibia and articular surface components due to unknown reasons. Attempts have been made for additional information; however, no further information has been received.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ medical products item# 42535007102, lot# 66179894, persona personalized knee osseo ti spiked keel right size e tibia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.